Event description:
Instrument fracture. It was reported that when the nurses opened the tray for surgery, the bearing was already broken. This may have broken in the sterilisation process. No harm to patient. Patient did not retain any pieces.

Manufacturer narrative:
(B)(4). This supplemental report is being submitted to relay additional information as the product has now been returned for evaluation. The complaint has been confirmed following review of the returned instrument, which confirmed the instrument has fractured around the slot. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. A complaint history review identified 10 similar complaints (11 including initiating complaint) for the same item number. A complaint history review identified no similar complaints for the same item/lot combination. This device is used for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. The likely condition of the device when it left zimmer biomet is conforming to specification. The instrument has been in the field for approximately 6 years so the fracture is most likely caused by repeated assembly and disassembly as well as repeated reprocessing (cleaning/sterilisation) cycles. The reusable instrument lifespan manual (1219.4-glbl-en-issue date 2021-04-08) details that fracture and surface damage is an indication that the instrument is worn to an extent that it is no longer suitable for use.

Event description:
Instrument fracture. It was reported that when the nurses opened the tray for surgery, the bearing was already broken. This may have broken in the sterilisation process. No harm to patient. Patient did not retain any pieces.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: due to circumstances surrounding the covid-19 pandemic, complaint product return cannot be performed at this time. Therefore, the complaint investigation will proceed with currently available information. Should the complaint product become available, the complaint investigation will be updated as appropriate. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported,3 parts were scrap at supplier side. A review of the complaint database over the last 3 years has found 11 similar complaints reported with the item 32-422703 (including initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign: event occurred in (B)(6). Concomitant medical products: customer has indicated that the product is available to be returned to zimmer biomet for investigation. Postal code: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the nurses opened the tray for surgery, the bearing was already broken. No harm to the patient. Patient did not retain any pieces. No delay of the surgery reported. The bearing belongs to z15 house set.